Event description:
While advancing the trufill orbit through the microcatheter, the device did not deliver smoothly. The product was received for analysis, and during the analysis process, the coil was found unraveled and stretched, but still attached to delivery system. The affiliate corroborated the analysis findings; therefore, the file was updated accordingly.

Manufacturer narrative:
The reported event occurred prior to insertion into patient, during insertion through the unknown microcatheter. After removal from the microcatheter, the coil had lost its shape. There was resistance friction going through the microcatheter. There were no issues with the dcs syringe or microcatheter. Prior to removing from the package and during prep, all the products were undamaged. All the products were prepped according to (IFU) instruction for use guidelines. Prior to inserting the coil through the microcatheter, all the products were flushed per IFU guidelines. Constant and dedicated flushed was maintained through the microcatheter. No further information was available. There was no report of adverse event or injury to the patient. One trufill dcs orbit was received coiled inside of a plastic bag. During the visual inspection, kinks were observed on the hypotube. The embolic coil was out of the introducer, still attached to the gripper with an unraveled and stretched section. No damages were observed on the gripper and the introducer. Od of the delivery system was found within specification. Functional testing could not be performed due to the damages found on the embolic coil. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The exact cause of the failure could not be conclusively determined; however, neither the analysis nor the DHR review suggests that the damage could have been related to the manufacturing process. Also per pqs investigation, "prior to removing from the package and during prep, all the products were undamaged". Therefore no correctives or preventives action will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and procedural factors and is not related to a product quality issue.